Event description:
On (B)(6) 2009, pt reported he is having issues with both the up and down buttons. Pt stated he does not currently have the infusion device with him. He reported the down button does not respond at all and the up button only responds intermittently. Pt states he noticed the issue when he would attempt to program a bolus and the issue started around the end of (B)(6) 2009. He reports the buttons pop back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.